Manufacturer narrative:
Investigation summary: it was reported there were multiple defects with product received. To aid in the investigation, three samples with no packaging blisters, and a handwritten note stating, "fm / ink," were received for evaluation by our quality team. A visual inspection was performed. First, with the naked eye, and then with a 10x magnifier lens. No defects or imperfections were observed, including any ink defects or any other kind of foreign matter. A device history record review was completed for provided material number 301035, lot number 0079578. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 3 bd¿ luer-lok syringes from lot 0079578, and 24 syringes from lot 0303684 had foreign matter in them. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: ¿ink spots: 8 + 16... Ink residu: 3"

Event description:
It was reported that 3 bd¿ luer-lok syringes from lot 0079578, and 24 syringes from lot 0303684 had foreign matter in them. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: ¿ink spots: 8 + 16... Ink residu: 3"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0079578. Medical device expiration date: 31-mar-2025. Device manufacture date: 19-mar-2020. Medical device lot #: 0303684. Medical device expiration date: 30-nov-2025. Device manufacture date: 29-oct-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.